Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation and review of the call by medical surveillance. The patient reported that on (B)(6) 2015, he obtained a result of ¿212mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to results of ¿146, 150 and 152mg/dl¿ obtained on a hospital meter, performed ¿within minutes¿ of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with insulin and oral medication and stated that in response to the allegedly high results, a healthcare professional administered insulin. The patient reported that ¿after administering insulin¿ he developed symptoms of trembling and headache and self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.